Event description:
It was reported that when using the bd pyxis¿ es server user informed that orders were not crossing over to the pyxis stations. The customer confirmed that the issue affected all orders across all stations and stated that the problem began at approximately 8:00 am today. The customer also verified with hit that there were no known network issues or outages on their end. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that all orders were not crossing to all station. A technical support specialist (tss) logged into medstation and confirmed there was no xml message buildup in the logs and that the disconnect flag was set to 0. Then the tss restarted the internal inbound processor, though an attempt to deploy a package to reboot the care fusion coordination engine services and was unsuccessful. The customer confirmed with information technology (it) that the issue was not related to meditech on side, and it was observed that the devices had been manually placed into critical override. Follow-up with integration engineering support team (iest) confirmed that the last message received indicating the issue originated from the meditech interface. The customer was informed by phone and agreed to check with meditech. Subsequent monitoring showed that all devices were taken off critical override, new orders were crossing over as expected, and the specific order example provided by the customer was successfully received. The system functioned as intended after the technical support specialist assessed the device.